Event description:
It was reported that during an attempted implant of an implantable pulse generator (ipg), there was no output when the leads were connected to the ipg. The lead was manually programmed to bipolar. The leads had tested fine through the analyzer. The physician stated the setscrew felt "squishy" until the torque wrench began to click. Visual inspection showed the pin was seated properly in the port, and it would not unseat from tugging. When the lead was taken out of the device and reconnected to the analyzer, pacing was appropriate. The ipg was not implanted; the leads were connected to another device without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.